Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in a "left acne scar on the cheek", the pt noted extreme swelling, redness, inflammation, and "a got ball" mass at the injection site. No active acne lesions were noted at time of injection. Pt did not report these symptom to the injecting healthcare professional until one week later during a f/u assessment. On assessement, the healthcare professional noted inflammation, induration,a nd "nodular plaques" at the injection site. Pt told the physician that symptoms noted during assessment were actually "80% better" and were "5x worse" the day after injection. Pt was injected with radiesse in the nasolabial folds the same day as the juvederm ultra plus xc injection. Physician prescribed keflex and subcutaneous injection of kenalog 2mg/ml at sites presenting with "nodular plaques". Symptoms improving but still ongoing at this time.

Manufacturer narrative:
(B)(4). Device labeling: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Adverse events: the most common injection-site response for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, redness at the injection site, and headache.